Event description:
The customer reports the issue was found at maintenance and there was no procedure.

Manufacturer narrative:
This report is being supplemented to provide additional information based on the device evaluation and the legal manufacturer's final investigation. A review of the device history record found no deviations that could have caused or contributed to the reported issue. It has been over 8 years since the subject device was manufactured. The device was returned to olympus for inspection, and the customer's complaint was confirmed. Based on the results of the investigation, a definitive root cause could not be determined. However, it is likely that device does not start occurred due to faulty printed circuit board. Olympus will continue to monitor field performance for this device.

Event description:
It was reported, the high definition liquid crystal display (lcd) monitor power turns on, and sometimes it doesn't turn on. It is unknown when the issue was observed. There were no reports of patient injury or harm.

Manufacturer narrative:
The device evaluation is ongoing. Should additional relevant information become available, a supplemental report will be submitted.